Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 1/6/2022, it was reported by a sales representative via phone that an ar-8973l-30-130 arthrex fibulock nail when was implanted, a clicked sound was heard and the nailed did not engage. Surgeon opened a separate kit and attempted to use the handle from that kit on the nail but still, the nail did not turn. Finally, surgeon removed the nail from inside the patient and opened a new ar-8973l-30-130 arthrex fibulock nail from a different lot number. This was discovered during an ankle fracture fibular nail procedure on (B)(6)2022. Case was completed successfully with out further issues.